Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the pubis region using the cooladvantage petite applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician approximately four months after the treatment. The tissue was described as firm.  Visible volume increase in treated areas as observed.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the pubis region using the cooladvantage petite applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a phsician approximately four months after the treatment. The tissue was described as firm.  Visible volume increase in treated areas as observed.

Manufacturer narrative:
Corrected data: d1, g1.